Event description:
The intended target for stenting was the sma, via right common femoral artery, however significant calcification was observed near the vessel origin. The vessel was unable to be pre-dilated with a 7mm boston scientific mustang dilation catheter due to the calcification. The physician still attempted multiple times to advance the icast stent, but it would not track past the calcification. While removing the undeployed icast stent over the wire, the stent became stuck within the valve of the sheath. The remainder of the icast catheter was successfully withdrawn over the wire. The sheath and stent were removed together as a single unit and it was confirmed that the entire stent was intact and that no fragments remained within the patient. There was no harm reported. The vessel was able to be pre-dilated with a smaller boston mustang, and a second icast stent was then deployed successfully completing the procedure without further complication.

Manufacturer narrative:
Upon completion of the investigation into this event a follow-up report will be submitted. Full UDI not currently available, as serial# is unknown. Due to character restrictions in block d10- boston scientific mustang dilation catheter, g49043-kcfw-7.0-35-55-rb-hfanl1-hc.

Event description:
N/a.

Manufacturer narrative:
Additional information: d9, h3. Corrected field: d4- UDI. Report received stated that the intended target for stenting was the sma, via right common femoral artery, however significant calcification was observed near the vessel origin. The vessel was unable to be pre-dilated with a 7mm boston scientific mustang dilation catheter due to the calcification. The physician still attempted multiple times to advance the icast stent, but it would not track past the calcification. While removing the undeployed icast stent over the wire, the stent became stuck within the valve of the sheath. The remainder of the icast catheter was successfully withdrawn over the wire. The sheath and stent were removed together as a single unit, and it was confirmed that the entire stent was intact and that no fragments remained within the patient. There was no reported harm. The vessel was able to be pre-dilated with a smaller boston mustang, and a second icast stent was then deployed successfully completing the procedure without further complication. Based on the procedural details it appears as if the significant calcification prevented not only the icast covered stent from tracking pass the calcification, but also the boston scientific mustang balloon catheter. A balloon catheter without a stent mounted on it has a significantly smaller profile than that of a balloon mounted covered stent such as the icast covered stent. If the calcific lesion diameter at the ostium of the sma is smaller than the profile of the balloon mounted covered stent, pre-dilation of the calcific area would be required. In this instance the pre-dilation was attempted with a smaller profile mustang balloon catheter from boston scientific unsuccessfully. The details also note that ¿multiple attempts were made to retract and reposition the stent, but each time, advancement past the calcification was unsuccessful¿. It is possible that the stent was damaged or loosened while attempting to pass through this calcific lesion. The IFU provides adequate instructions regarding use of the device associated with calcific lesions and cautions the user regarding withdrawal of the device back through the introducer sheath. A review of the device history records shows that there were no non-conformances noted, and the product met all quality and performance requirements. There is no indication that a design, manufacturing specification, test method, manufacturing process, equipment or raw material was the cause of the complaint. A recurring lot number query was conducted for l/n 516064 and there have been no other complaints associated with the production lot of finished goods. A historical review of CAPA and ncrs was completed, which did not identify any issues directly related to this complaint. A complaint history review did identify complaints in regard to stent dislodgements including in locations as in the introducer sheath, withdrawing back into the introducer sheath and during the procedure, however none were confirmed to be the fault of the device. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the information provided in the complaint, there is no evidence to conclude that the device was faulty or manufactured improperly. Being that the lesion being treated was highly calcified preventing the passage of the stent as well as pulling an undeployed stent back into the introducer sheath against the instructions for use the root cause is operational context.

Manufacturer narrative:
Additional information: d10, e1 (event site email).

Event description:
N/a.